Manufacturer narrative:
Concomitant medical products: 4951m-53 lead; 5071-53 x2 leads, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the two right atrial (ra) lead exhibited high thresholds. The leads were capped and replaced. No patient complications have been reported as a result of this event.